Event description:
Hcp reported the patient was in the hospital fpr peuumonia. At release, the pt was sent to a "skilled facility" to continue their IV antibiotic treatment instead of returning to the pt's home. A refill was performed at the time of discharge - 2004. Upon return to the pt's group home 2 weeks later, the caregivers reported the pt appeared "floppy." The hcp met the pt at the emergency room later that day and also noted that the pt was coughing. The pump was stopped. After contacting the hospital pharmacy, it was learned there was a discrepancy in the concentration ordered and the concentration dispensed by the pharmacy for the refill performed in 2004. The pump was then emptied, rinsed, and new drug was instilled. The pt didn't perk up immediately. The hcp is unsure of the real cause of the event since there are multiple factors involved with this pt. The pt was kept in the hospital for 3 days for observation. At discharge the pt was "tighter" and had more tone in their arms/legs. The pt "seems to be better" and is now back at their home.